Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "(B)(6) 2021, there is resistance between the swg (spring wire guide) and the catheter, swg cannot pass through the catheter during usage on the patient." No patient harm reported.

Event description:
It was reported that "15 mar 2021,there is resistance between the swg (spring wire guide) and the catheter, swg cannot pass through the catheter during usage on the patient."no patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single spring wire guide (swg) in its advancer tubing and lidstock for evaluation. The guide wire was bent slightly towards the proximal end. Signs of use in the form of biological material were observed. Microscopic examination confirmed both welds were present and were observed to be full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The bend in the guide wire was located 2mm from the proximal end. The overall length of the guide wire measured 598 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.805 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The IFU provided with this kit instructs the user: "advance guide wire until triple band mark reaches rear of syringe plunger. Advancement of "j" tip may require a gentle rotating motion." The guide wire was advanced through a lab inventory ars, 18ga introducer needle, and catheter to functionally test the guide wire. The guide wire passed through all components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user , "warning: do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire was kinked was confirmed through examination of the returned sample. The guide wire body had one bend in its body. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.